Manufacturer narrative:
(B) (4). (B) (4). Printing failure. Since the device remains implanted, the programmer files were reviewed. Results: the reported behavior resulted from the pt data not saved with all the mandatory data filed in. However, the actual date should have been used, which was not the case because of a programmer software anomaly. Conclusion: the device implantation day should be populated and pt data will be saved normally and should be printable. (B) (4). Conclusion: the reported behavior resulted from the fact that pt data were never saved with all mandatory data filled in. Nevertheless, the actual date should have been used instead, which was not the case because of a programmer software anomaly. There is no pt safety issue associated with this anomaly, therefore, the correction is not considered as an urgent matter. Device implantation day should be populated and pt data will be saved normally, therefore, they will also be printable.

Event description:
Post-implant, there were difficulties programming data and the printouts did not match the programmed data. The same behavior was confirmed at the one-week post implant interrogation. The device remains implanted.